Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported an implant loss due to an osteolysis. Explantation date clarified by telephone (B)(6) 2026 renewed demand - practice confirms the date of signature as the date of loss, clarified by telephone.